Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2022-00135. A facility reported a directlink icp module was showing negative readings after implantation. The sensor was replaced and one hour surgical delay was reported because when the sensor was replaced, the negative readings persisted; therefore, the sensors were not the cause. The monitoring continued with a competitor module available.

Manufacturer narrative:
The directlink icp module was returned for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis - directlink module 823828 was tested according to procedure applicable, and no product problem was identified. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly.

Event description:
N/a